Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the tip was broken and the fragment stayed inside the lock screw. The surgeon cut the spinal rod to remove the spinal screw. After the removing, the surgeon inserted new spinal screw and spinal rod. We do not receive any other adverse patient consequences reported.